Event description:
It was reported that the pt underwent a pelvic floor repair. Postoperatively, the pt is complaining of pelvic pain on the interior wall, and it is reported that intervention is likely. No additional info has been provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.